Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had a defect on the supply plug, e226 (scope communication error) and b30 (scope communication error). The event occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of a b30 error (scope communication error) was confirmed, however, the e226 error (scope communication error) was not. Additional findings were as follows: control unit had corrosion due to water leakage; plug unit had a scratch; due to shortcut of charged coupled device cable, endoscope connector got warm; scope connector cover unit had corrosion due to water leakage; plug unit had corrosion due to water leakage; control board unit in suction connector had corrosion due to water leakage; suction connector had corrosion due to water leakage; micro connector unit in suction connector had corrosion due to water leakage; label on suction connector was damaged; due to damage on channel tube water tightness was lost; due to cut on bending section cover, insulation resistance value did not meet the standard value; due to a crack on plastic distal end cover, insulation resistance value at distal end did not meet the standard value; light guide lens had a scratch; plastic distal end cover had corrosion; adhesive around objective lens had wear; adhesive around bending section cover had a crack; due to damage on bending tube, the joint section between bending tube and distal end was not secured; connecting tube had a wrinkle and connecting tube had a cut. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely water invaded scope connector during device handling by the user. As a result, abnormality of the electrical component occurred, which led to b30 ( scope communication error}. However, a definitive root cause could not be determined. In addition, as for e226 (scope communication error), based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The following information is stated in the instructions for use (IFU): "important information ¿ please read before use ¦ warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.